Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Machine alarmed at the beginning of treatment and blood was observed in the lines. When taking out dialyzer, a separation was noticed in the fibers near the venous line. Blood test strips were not used. Estimated blood loss was 400 ml's. No medical intervention was required. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. The batch record review confirmed the labeling, material, and process controls were within specification.